Event description:
Richard wolf medical instruments corp. (Rwmic) received a maude report on (B)(6) 2014, indicating: procedure: laparoscopic hysterectomy (robot assisted). During procedure a "burning smell and sparks" were noted coming from the monopolar cable. Procedure was stopped, monopolar cable replaced and procedure completed with no additional issues. No burns or injuries were reported. Facility noted damage to cord at the stress point on the proximal end by the connector.

Manufacturer narrative:
Rwmic contacted hospital and requested additional info and either device or photo of device. No response to requests of (B)(4) 2014. Richard wolf considers this matter closed. However, in the event we receive additional info, we will provide FDA and (B)(4) with follow-up info.